Event description:
An attempt was made to use the device for pt ECG monitoring (pt details were not reported). The device allegedly displayed a continuous ECG leads off alarm and use of the monitor was inhibited. The operator indicated the reported problem may have been related to the monitoring electrodes. A backup monitor was made available and used to continue treatment of the pt. The operator indicated there were no adverse affects to the pt related to the reported malfunction.